Event description:
Both coils would not advance into the catheter. Both were removed, and there was no patient impact. Notes from interventional radiology: ...next, the microcatheter and wire were then used to select the superior pancreaticoduodenal artery. Due to the tortuosity, a synchro microwire and echelon catheter were used to negotiate the tortuosity of the superior pancreaticoduodenal artery. Under fluoroscopic guidance, coil embolization of the superior pancreaticoduodenal artery was then performed from the level of the pseudoaneurysm retrograde. Multiple, detachable 2 mm in 3 mm concerto coils were used to perform coil embolization. Impression: successful coil embolization of the superior pancreaticoduodenal artery for exclusion of the pseudoaneurysm.